Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, the indication for the stent placement was a stricture due to cholangiocarcinoma. The stricture was approximately 1-2cm in length and located in the common bile duct. The patient was not noted to have tortuous anatomy and the stricture was not dilated prior to stent placement. During the procedure, the stent system was positioned at the desired location but the stent failed to deploy at all from the delivery system. No visible issues were noted with the device. The procedure was completed with another wallflex biliary rx covered stent system.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was noted to be stable.based on the device analysis, which indicates that the stent cover was damaged, this is now considered a reportable event.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the stent had been fully deployed and the outer sheath had been fully closed to the tip. Stent cover damage was noted at the stent end opposite to the retrieval loop. During an attempt to retract the outer sheath, the inner shaft broke just proximal to the yellow inner jacket. No other issues were noted with the device. The complainant confirmed that the correct device was received for evaluation; the stent was deployed following removal from the patient. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was likely limited due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.